Event description:
The sales rep reported that during a rotator cuff procedure the surgeon while inserting a healix peek 3.4mm anchor; the anchor stripped during insertion. The surgeon used a second healix peek 3.4mm anchor; the anchor broke in half during insertion. The sales rep confirmed the both pieces were removed from the patient. The sales rep reported that the surgeon used a per cannula system with both anchors. The surgeon completed the procedure with a 5.5mm healix br anchor with no patient consequences but there was 30 minute delay in the case. The sales rep reported that three different bone holes were created. The sales rep stated that the bone quality of the patient was soft; gender was male, and approximately age 55. The cannula was discarded and the anchors are being returned for evaluation. See associated medwatches for other devices in this complaint: 1221934-2015-007501, 1221934-2015-00751.

Manufacturer narrative:
The complaint devices were received and evaluated. The two returned anchors cannot be distinguished as the batch number is not printed on the devices. Only the anchors were returned and no sutures or inserters. The threads were stripped in one of the returned anchors and the second anchor was broken at the middle. There is no other damage to the anchors and the suture bridge is intact in both. Anchor breakages are typically associated with off axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole. A batch review was conducted and the results indicate that this batch was processed with two unrelated incidents and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. Although the complaint can be confirmed, a root cause for the user to have experienced this issue cannot be determined. Based on the overall complaint rate for this failure, at this point in time, no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported that during a rotator cuff procedure the surgeon while inserting a healix peek 3.4mm anchor; the anchor stripped during insertion. The surgeon used a second healix peek 3.4mm anchor; the anchor broke in half during insertion. The sales rep confirmed the both pieces were removed from the patient. The sales rep reported that the surgeon used a per cannula system with both anchors. The surgeon completed the procedure with a 5.5mm healix br anchor with no patient consequences but there was 30 minute delay in the case. The sales rep reported that three different bone holes were created. The sales rep stated that the bone quality of the patient was soft; gender was male, and approximately age (B)(6). The cannula was discarded and the anchors are being returned for evaluation. See associated medwatches for other devices in this complaint: 1221934-2015-007501, 1221934-2015-00751.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.

Manufacturer narrative:
This is a follow up report to document device return. A final report will be filed once the device has been investigated.

Event description:
The sales rep reported that during a rotator cuff procedure the surgeon while inserting a healix peek 3.4mm anchor; the anchor stripped during insertion. The surgeon used a second healix peek 3.4mm anchor; the anchor broke in half during insertion. The sales rep confirmed the both pieces were removed from the patient. The sales rep reported that the surgeon used a per cannula system with both anchors. The surgeon completed the procedure with a 5.5mm healix br anchor with no patient consequences but there was 30 minute delay in the case. The sales rep reported that three different bone holes were created. The sales rep stated that the bone quality of the patient was soft; gender was male, and approximately age (B)(6). The cannula was discarded and the anchors are being returned for evaluation. See associated medwatches for other devices in this complaint: 1221934-2015-007501, 1221934-2015-00751.